Event description:
On (B)(6) 2020 I had a mandible distractor ((B)(6)) placed in my lower jaw. The distractor arm in the left side of my jaw broke on or around (B)(6) 2020. The right side became severely infected for months and I had to be hospitalized for four days for IV antibiotics. I had to have three subsequent surgeries to correct the hardware failure (B)(6) 2020, and (B)(6) 2021. The distractor ultimately had to be totally removed on both sides of my lower jaw. My jaw is permanently crooked even after four surgeries, braces, and invisalign. My face looks distorted and is crooked. I have lots of documentation and pictures. I even have the surgical plan showing the mandible distractor placement before and after. Once that distractor arm breaks, there is little to nothing that can be done. I wish I knew this before the surgery. I have a ton of x-rays and imaging done by my orthodontist and penn medicine where you can see the distractor arm appears broken. I had to go to physical therapy two times. I could barely open my mouth or speak properly. FDA safety report ID #(B)(4).